Event description:
It was reported that during follow-up, the right ventricular (rv) lead showed fluctuating impedance on the rv coil and showed a spike in rv and superior vena cava (svc) coil impedance. A possible lead fracture was suspected. The rv lead remains in use. It was also reported that the left ventricular (lv) lead measured high impedance. A chest x-ray confirmed the lv lead was dislodged. The lv lead remains in use. Information was received from the clinic that disclosed the patient will be having a revision procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead (B)(6) 2006; 694765 implantable tachy lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was also reported that the rv lead was explanted and was replaced. Additionally, the lv lead had failure to capture at high output value due to the dislodgment. The lv lead was explanted and was replaced. It was reported that the device had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.